Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: 664450.

Manufacturer narrative:
It was claimed that internal leakage test failed during pre-use check. There was no patient involvement. Identification of issue has been done by analyzing problem description and service report. The device¿s logs were not attached. According to the information provided by the technician, the nozzle unit of air gas module needs to be replaced to resolve the reported issue. The faulty nozzle unit may lead to stop of ventilation, low o2 or high pressure. Neither the device log nor the claimed part were available for further analyze. Therefore, the root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).